Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two years post-implant procedure, via transesophageal echocardiogram, a thrombus was noted on the surface of the watchman device on the atrial side. The thrombus was layered, immobile and measured 0.10cm2. No additional information is known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Two years post-implant procedure, via transesophageal echocardiogram, a thrombus was noted on the surface of the watchman device on the atrial side. The thrombus was layered, immobile, and measured 0.10cm2. No additional information is known. It was further reported that the 45-day follow-up echo was within normal limits, showing no thrombus. When the thrombus was visualized two years post-implant, it was noted to be laminar. Additionally, a <3mm leak observed. Following the implant procedure, the patient was taking aspirin and warfarin. At the 45-day follow-up warfarin was discontinued and the patient continued aspirin. After the thrombus was observed, the patient was restarted on warfarin in addition to the aspirin.